Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they couldn't get the implanted neurostimulator to recharge. Patient stated that the controller was at 100% and that they plugged the recharger into the controller and it said recharging excellent. Patient said that they sat down like they always do and very shortly the controller came on and the quality went to the orange light and said poor recharge quality. Patient noted right now that the battery was at 80% and the implant was at 30%; patient commented they never let the implant below 30%. Patient said recharging would go on for about a minute and a half to two minutes and they thought it was doing good but then the controller would say batteries low recharge your implanted device. This afternoon, patient mentioned that they had tried recharging the implant four times and they tried sitting, laying down, and sitting on the edge of the bed and holding the paddle on the implant but the device wouldn't let them recharge the implant. Patient added, sometimes recharging works better by laying down. Agent had the patient inspect the controller port, battery compartment, and battery pack; patient confirmed that there was no visible damage. Patient also denied hearing any rattling noises in the controller and some lint to the port. Patient then said that the recharger cord had to be taped in two places due to being zipped several years ago. Patient said there was another place that was opened up a little bit in the black right up close to the paddle. Exposed wired, patient added the recharger would warm up. The issue was not resolved. A request was sent to repair department to replace the recharger. When asked about hcp, patient mentioned maybe she is, and added they have not seen hcp for a long time. Patient mentioned historical information while on the call. This included that they have trouble with the battery one other time within the past year and spoke to mdt rep over the phone. (B)(6) had them reset the controller and blew air into it which resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger was returned and the analysis shows that cable insulation is frayed/peeling away on the donut cable, no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.